Manufacturer narrative:
A field service technician replaced the seat in the field. The device is working properly. The seat was not returned to pride for evaluation.

Event description:
Consumer's son alleges his father was going up a ramp at (B)(6) when the seat broke off.

Manufacturer narrative:
Updated patient identifier. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's son alleges his father was going up a ramp at (B)(4) when the seat broke off.

Event description:
Consumer's son alleges his father was going up a ramp at (B)(6) when the seat broke off.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.